Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrode pads. The patient's doctor recommended an over the counter product to apply to the affected area. During a follow up, it was reported that the patient had been using lotion on her back and that the rash improved after she removed the device.